Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was gas leaking from both trocars. The white plastic caps seemed to be loose. The trocars needed to be replaced to rectify the problem. There were no adverse consequences to the pt.